Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty three devices were received for evaluation; 23 events were confirmed during testing. Twenty three devices were found to be affected by a bent foot. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 23 malfunction events in which the duraguard foot was found to be bent, which can cause damage to the dura. Twenty two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.